Event description:
It was reported that a few years after the cardiac resynchronization therapy defibrillator (crt-d) was implanted, the right ventricular (rv) lead exhibited undefined high rv defibrillation impedance. A new lead was implanted and showed the rv defibrillation impedance was still undefined high. The physician then suspected the issue was with the device. A new device was implanted and both the new and old rv leads displayed expected and normal impedance values. The old lead remains capped, and the new rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.